Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the pump had damage by the reservoir compartment. Customer did not want to replace it. Caller stated that the belt clip also broke and that the customer has experienced a threshold suspend alarm in the last 90 days. Customer had issues with the sensor readings not matching the blood glucose readings. Customer had high blood glucose but the sensor was reading low. Customer was advised not treat off the sensor glucose reading. Caller later called back and stated that they do not need assistance with the sensors.